Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump presented "power loss during infusion; replaced the aa batteries". The patient's treatment could not be completed. No harm was reported.